Event description:
It was reported that, following an unrelated surgery where the ipg was not set to surgery mode, the ipg was unable to communicate with external devices. Further intervention is currently unknown.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Correction: fsca was removed as this ipg is no longer connected to the fsca.

Event description:
Additional information revealed that a manufacturer representative met with the patient and was able to repair the ipg. Device is providing therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.